Manufacturer narrative:
Patient information was not made available from the site. System check-out and software investigations not completed. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spinal fusion procedure, the site's imaging system 2d image displayed a misplaced screw that had to be corrected. The misplacement was not alleged to have been caused by medtronic imaging system or navigation system. No specific measurement, or direction, of the misplaced screw was provided. The surgeon opted to continue the procedure to completion with the use of their navigation system and an imaging system and the navigation system. There was no delay of therapy. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealth station s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient age, sex & weight now provided. Product problem inadvertently selected on initial report. This event is an adverse event only. There is no allegation of deficiency against a medtronic navigation's device caused or contributed to the reported event. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The reported event could not be duplicated by medtronic personnel. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.